Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed failure analysis evaluation. The instrument was placed on an in-house system and failed the recognition test. A review of the log shows no errors. Additionally, the instrument housing was removed and the identification board was corroded/contaminated.

Event description:
It was reported that prior to start, post anesthesia (post ports placement) of a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not recognized. The system received an error message "instrument not recognized" after installing it. Before calling technical support, the customer had already tried this instrument on another arm and noted the same issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and noted errors 31087 and 282 pointing to an issue with the instrument. The tse asked the customer to try another type of instrument which was working. The tse advised to replace the mcs instrument. The customer did not have any other instruments at that moment. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and there was no damage or anything unusual. The procedure was aborted as the system arm failed to recognize the mcs instrument. The patient was under anesthesia at the time of the event and ports were placed. The surgeon was connecting the mcs instrument to the system when the issue occurred. The procedure was prolonged by 31 minutes or more due to this issue. The total duration of the surgical procedure was 2 hours and 15 minutes.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.